Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 package seal integrity was poor/questionable. The following information was provided by the initial reporter: "when flushing patients' dialysis lines to test patency, the seal appears to have broken in the syringe and blood backed up into the shaft of the unit. The glue holding the item in its packaging is coming loose and the syringe is left exposed to air." Product code: 302995. Product description: syringe hypo 10cc l/l. Expiry date: 2028-07-31.